Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the issue. The fse did not find any blood drawn into the device. There are no abnormalities. The fse performed all functional and safety checks to meet factory specifications and the unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was in use with a non-getinge balloon that had a blood rupture and the pump required repair. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.